Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that both bipolar pins in the instrument's housing (blue cartridge) were bent towards each other and loose. The chassis feature that acts as a hardstop for the pins were not broken. Electrical continuity testing passed. Additional observations found during investigations were pulley and main tube damages. There were scratches on the distal pulley. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but the bipolar pin and main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, there were loose bipolar pins on the blue cartridge of the precise bipolar forceps instrument nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.